Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error alarm noted during testing. No unexpected pump error noted in the long trace or pump history. Unit was received with normal operating currents and no unexpected low battery alarm, power loss alarm or blank display noted during testing. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had turned off without any warning during a delivery of a bolus. Afterwards, the insulin pump alarmed a battery error. The display was very light. The display was turned off for 10 minutes and then had turned back on. The insulin pump had already alarmed a power error detected in the past and they had reset the internal battery. The customer¿s blood glucose level was 22.3 mmol/l. The device will be returned for analysis.